Event description:
It was reported the device did not give the expected "over temperature" alarm during testing. No patient involved.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was visually examined; this showed the device had damage to front cover and tank cover. Functional testing was performed; this showed the device temperature setting was out of calibration. Internal inspection determined the potentiometer on the printed circuit board had sustained damage. The component damage was determined caused by damage during use.